Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the single lumen PICC. The customer reports "PICC leaked approx 12-18 hrs after placement."

Manufacturer narrative:
A sample has been returned by the customer for evaluation. An investigation is currently underway, the results will be forwarded upon completion.